Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples for the lot 6006813 have already been previously tested in the complaint (B)(4) on 22/may/2025. The reference samples were visual inspected and tested for flow and leak. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6006813 was manufactured according to the work instruction (wi) version 78 and packaging in the machine 12, on 28/apr/2024, with a total of (B)(4) units. Assembly: the lot 4d03122 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 27-apr-2024, with a total of (B)(4) units each. The lot 4d03123 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 27-apr-2024, with a total of (B)(4) units each. The lot 4d04361 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 27-apr-2024, with a total of (B)(4) units each. The lot 4d03124 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 28-apr-2024, with a total of (B)(4) units each. Bun: the lot 4d02924 was assembled according to the wi version 38, machine us06 and us05 on 26-apr-2024, with a total of (B)(4) units each. The lot 4d02925 was assembled according to the wi version 38, machine us06 and us05 on 26-apr-2024, with a total of (B)(4) units each. The lot 4d02926 was assembled according to the wi version 38, machine us06 and us05 on 27-apr-2024, with a total of (B)(4) units each. Gluing of tubing: the lots 4d03084 was glued according to the wi version 41, automatic machine 04 and 08, on 25-apr-2024, with a total of (B)(4) units. The lots 4d03083 was glued according to the wi version 41, automatic machine 04 and 08, on 21-apr-2024, with a total of (B)(4) units. The lots 4d03877 was glued according to the wi version 41, automatic machine 05 on 19-apr-2024, with a total of (B)(4) units. The lots 4d04142 was glued according to the wi version 41, automatic machine 04 and 08, on 28-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/jul/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6006813 and another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint more has been registered in database for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: hong kong.

Event description:
Reference number (B)(4) event occurred in hong kong. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.